Manufacturer narrative:
(B)(4). The customer returned a 3-lumen 12fr x 20 cm catheter for evaluation. The syringe was not returned. A visual inspection was performed on the catheter and no defects were observed. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45 psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed in the distal, proximal, or medial lumens. A DHR review was performed and no relevant findings were identified. The IFU instructs the end user to not aspirate the arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. The IFU also warns that and air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection. Other remarks: the customer reported that while attempting to use the syringe with the catheter, air was drawn back instead of blood. A visual inspection and a functional leak test were performed on the catheter with no defects found. A DHR review was performed and no relevant findings were identified. Based upon the information and sample provided, no problem could be found on the sample.

Event description:
The customer reports when the doctor connected the syringe to the line air, not blood, was drawn back. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The lot number is unknown. Potential lot number reported; 6e0315.

Event description:
The customer reports when the doctor connected the syringe to the line air, not blood, was drawn back. No patient injury or consequence reported.